Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and a correction previously reported event. Corrected fields: h6 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 to be continued: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope exhibited blurry image. There were no reports of patient involvement.